Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, multiple episodes of high ventricular rate and noise reversions due to noise on the right ventricular (rv) channel were observed. The noise was reproduced during isometric left arm exercises and pocket manipulations. All electrical parameters were in range. The rv lead was capped and replaced with no adverse consequences to the patient.